Manufacturer narrative:
Currently it is unknown whether, or not the device may have caused, or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic the user reported inaccurate sensor readings that triggered a threshold suspend. The customer¿s blood glucose was 17 mmol/l and sensor glucose was 4.6 mmol/l at the time of the event, the difference is outside the acceptable range. Suspend on low limit in sensor settings was at 4.4 mmol/l. No harm requiring medical intervention was reported. The sensor will not be returned for analysis.